Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during prime. The blood glucose at the time of the incident was 19 mmol/l. The customer changed the infusion set and resolved the alarm. The product will not be returned for analysis.